Event description:
Additional information was received indicating noise resulting in oversensing was again noted on the right ventricular (rv) lead following the reprogramming. Provocative testing was unable to reproduce the noise. Abbott technical support was contacted, however, no additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating provocative testing was performed and the noise was unable to be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition.